Event description:
It was reported that pt had pain of the inside area of device. Pt hit the area on a door knob a couple times and stated this caused the device to "shift some". After this pt felt a shock in the wrong area, and stimulation was not going directly to the area it should.

Manufacturer narrative:
(B)(4)